Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 500 mg/dl. Emergency protocol was initiated and the patient was reportedly hospitalized with diabetic ketoacidosis and treated with insulin via the insulin pump. The reporter alleged the pump experienced an inaccurate delivery issue. Troubleshooting by animas customer support revealed on review of the pump¿s bolus history comparing the bolus history and the total daily dose totals for up to three days, the bolus totals do not match (>5% different). This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: no defect was found. The delivered boluses were calculated for 02-01, 01-31 & 01-30, and matched correctly the tdd bolus history..history shows the pump was manually suspended on (B)(6) 2017 11:38 followed by a power on reset at 19:25; deliveries were never resumed. Pump was manually suspended on (B)(6) 2017 16:22 and manually resumed at 22:42. A replace cartridge alarm was recorded on (B)(6) 2017 17:58; deliveries resumed at 20:04. The black box shows alarm 175- user canceled bolus warning on (B)(6) 2017 at 12:33; 1.84u of a programmed 2.85u was delivered. The next recorded bolus was a fully delivered 2.00u bolus on (B)(6) 2017 at 12:34. Pump boots to the verify screen with audible and vibratory features. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u.pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No alarms occurred during testing. No hypersensitive or stuck keys were observed on the keypad.the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Testing was unable to duplicate complaint of the pumps bolus total calculating a >5% discrepancy..